Manufacturer narrative:
The reported event was lead dislodgement/lead could not be fixed. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that during implant that the event a dislodgement was noted after the implant site was closed on the right ventricular (rv) lead. The physician elected to explant the rv lead. The patient was in stable condition.